Event description:
The customer reported via phone call that a motor error alarm occurred during bolus/basal on the insulin pump. Customer was assisted with clearing the alarm. The motor error alarm occurred once in the last 30 days. Customer does not use the sensor feature on the pump. Customer was advised to remove the pump battery to prevent continued alarms. Customer was asked to deliver a 5 unit via fill cannula. Customer was asked verbally and in written form to return the pump for analysis. Customer will monitor and call back if the alarm recurs. Customer will also check their environment regarding magnetic fields.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.